Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to flattened button dome switches. No motor error alarm, off no power alarm, or low battery alarm could be verified and the occlusion test could not be performed due to the button anomaly. The motor passed the motor test. The insulin pump was received with minor scratches on the display window.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. It was also found that batteries were depleting quickly and customer received an off no power alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.